Manufacturer narrative:
The electrode belt and the monitor have not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2021 while wearing the lifevest. Review of the patient's download data revealed that prior to passing, the patient received 8 appropriate treatments from the lifevest. At 00:52:01, the patient received the first treatment. The patient's rhythm at the time of the treatment was vf with motion artifact, and the post-shock rhythm was sinus bradycardia at 30 bpm with motion artifact. The rhythm then degraded back to vf. At 00:53:39, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was vf with motion artifact, and the post-shock rhythm was atrial flutter at 40 bpm. At 00:55:46, the patient received the third treatment from the lifevest. The patient's rhythm at the time of the treatment was vf with motion artifact, and the post-shock rhythm was sinus bradycardia at 40 bpm degrading to vf. At 00:56:57, the patient received the fourth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was severe bradycardia at 10 bpm degrading to vf. At 00:57:39, the patient received the fifth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was sinus bradycardia at 30 bpm degrading to vf. At 00:58:12, the patient received the sixth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was asystole with p waves. At 00:59:44, the patient received the seventh treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was asystole with CPR/motion artifact. At 01:01:02, the patient received the eighth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf with CPR and motion artifact, the post-shock rhythm was asystole with CPR and motion artifact and intermittent cardiac activity. At 01:03:47, the patient's rhythm was vf with CPR and motion artifact. At 01:03:59, a non-treatable rhythm was declared by the lifevest. At 01:20:20, the lifevest was shut down. There is no indication that a device malfunction caused or contributed to the patient's passing. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.